Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
It was reported that the ventilator was not recognizing the battery. There was no patient involvement. The customer troubleshot with technical support and found the battery voltage was at zero. The customer found a pin on the power harness, where the battery connects, that was not seated. The customer reseated the pin to address the issue.